Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged maceration and graft failure is related to the activ.a.c.¿ therapy system. The patient has a history of venous insufficiency. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c.® therapy with a new graft placement. Apply v.a.c. ® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressings, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2021, the following information was provided to kci by the physician assistant: the activ.a.c.¿ therapy system was removed 06-dec-2021 allegedly due to "the skin of the dorsum of the foot surrounding the area of reconstruction was noted to be quite macerated...the integra appeared to be completely viable and intact with no exposure to tendons." On (B)(6) 2022, the following information was provided to kci by the physician assistant: on (B)(6) 2021, the activ.a.c.¿ therapy system was taken down in burn clinic. The periwound skin was allegedly macerated and graft lost. The activ.a.c.¿ therapy system reportedly lost suction, but unsure when. No additional information was provided. On (B)(6) 2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.